Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. Unit was unable to perform the displacement test due to anomaly. Unit had loose drive support disk, scratched display window and crack case at display window corners.